Event description:
It was reported that attempts were made to remove foley catheter on the ward, but sterile water could not be withdrawn. As per information mentioned in the internal bd comments on (B)(6)2023, the representative stated that they could not confirm the serial number because the valve part had been cut off. They could not confirm abnormalities in other places. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector. Visual inspection noted the inflation arm was cut off. No further testing required. Also received 3 photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on trifurcation site. Third photo sample shows end of balloon dilation catheter with balloon not inflated. Based on photo and physical samples received it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be valve damaged. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings 1. Methos for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/ urethra may be injured.] 2. Applicable patients ¿ patients with delirium who might pull out catheter [when patients tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindication] 1. Method for use: (1) do not reuse. (2) do not resterilize (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine oi iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients ¿ patients with known allergy to silver coated catheter." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that attempts were made to remove foley catheter on the ward, but sterile water could not be withdrawn. As per information mentioned in the internal bd comments on 30oct2023, the representative stated that they could not confirm the serial number because the valve part had been cut off. They could not confirm abnormalities in other places. They cut the inlet tube and discarded the bag.